Event description:
The customer reported that the joystick fails. The symptom was clarified as the paddle set could not discharge or obtain ECG. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the joystick fails. The symptoms was clarified as the paddle set could not discharge or obtain ECG. There was no reported pt involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.